Event description:
It was reported that the patient experienced some halos and was not satisfied with an intraocular lens (iol). The patient could not adjust to the glare when walking at night or driving and their daily activities were significantly affected. An explant was performed and a monofocal lens was implanted as the replacement. The patient has fully recovered and has less dysphotopsia post lens explant. No other interventions were indicated. The product is not available for return as it has been discarded. No further information was provided.

Manufacturer narrative:
Date of birth: the complete date of birth is unknown and only the year of birth (1961) was provided. Weight and ethnicity: unknown/not provided, information was asked but it was not provided. Initial reporter first & last name: information unknown/not provided. Initial reporter street address: line 1: (B)(6). Email address: unknown/not provided. Telephone number: (B)(6). The device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.